Event description:
It was reported that the system 7 sagittal saw was overheating at the user facility. How the issue was noticed, patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The original reported event, device gets hot, was duplicated. Through functional inspection, the handpiece was found to get hot due to high amps. Upon disassembly, the drive link was found to be loose, which was identified as the primary failure. The drive link was replaced along with other preventive maintenance, and the repaired handpiece was returned to the customer.

Event description:
It was reported that the system 7 sagittal saw was overheating at the user facility. How the issue was noticed, patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.